Manufacturer narrative:
(B)(4). Invacare awareness date 02/27/2013. Complaint was not given to regulatory affairs for processing until 05/24/2013.

Event description:
Dealer stated the irc10lxo2 concentrator is not alarming.